Event description:
The end user of the product reports "the tip of the catheter sticking in the package after breaking the water packet. He had to really pull on it to get it to come out of the package, and then the tip was rough when he inserted the catheter. He states that this was painful". The end user did not seek medical treatment. No photographs received depicting the reported complaint issue.

Manufacturer narrative:
Device 1 of 1. Common device name: hydrophilic cure catheter. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).